Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and lumbar radiculopathy. It was reported that the patient had a ins put in and taken out the very next day because she developed a blood clot on the day of surgery. The patient stated that she had lost everything from the waist down for about 7 months so they had to take it out and she never got a chance to use it. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the blood clot was in their spine. The patient reported that they got a spinal cord injury from when the device was put in, in 2006. No further complications were reported.